Event description:
It was reported the patient had had troubles with their battery. They have had it revised, relocated and replaced twice. The patient was still not getting effective therapeutic benefit from it.

Manufacturer narrative:
(B)(4).